Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change from black-white to black-black during use. The device was withdrawn from the body, and manual compression was performed to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). An audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach. The operator was trained in the device. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device (vcd) use. The device was used following a lower limb angioplasty procedure. During use, the guidewire loop deployed successfully, and pulsatile blood flow was observed from the bleed-back port. The sheath and closure device were retracted together at a 30¿45 degree angle according to the standard operating procedure, and after pulsatile blood flow significantly slowed, the device was retracted more slowly; however, the indicator window did not change prior to withdrawal from the body. After the procedure, traction on the guidewire loop caused the indicator window to change color during device inspection. A 6f non-cordis vascular sheath introducer, a non-cordis crossover sheath, a cordis angiographic catheter, and non-cordis guidewires were used during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.